Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Representative samples were returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the needle dispensed from the thread as it passed through the tissue. No piece of the needle fell inside of the patient. There were no patient consequences. No additional information available.